Event description:
It was reported that during a right hemicolectomy procedure, the device appeared to be functioning normally and was used to dissect tissue to identify the vascular pedicle. The device was used to seal the right colic vessels using the advanced haemostasis mode. The tissue was sure to have minimal tissue tension and the vessel was captured in one bite. The device appeared to seal the vessel well. However, post-op the patient required a return to theatre due to two litres of blood in the abdomen. The doctor was not able to determine the source of this leak but the blood was removed and the patient was returned to post-op recovery. However, again the patient needed to return to theatre and an emergency laparotomy was performed, in which a further two and a half of blood was removed. The leak was identified as a steady oozing from the vessels which had been sealed by the advanced haemostasis mode. The patient then required forty-eight hours on high dependancy unit before he was sent to the ward. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information from sales rep: was the sales rep present for the procedure? Yes, I was present when surgeon sealed the vessels but left the theatre after this point as he informed me he was to continue to use the harmonic with just min and max activation for the remainder of the procedure and therefore didn¿t require me to stay. How long has the surgeon been using the harmonic +7 device? This was the third case which surgeon has used the device was the surgeon in-serviced prior to using the harmonic +7 device? Yes, we discussed some regarding tissue tension, capturing vessels in one bite and also the arterial burst pressures from the (B)(6) study and (B)(6) study. Did the gen11 display any yellow alert screens during the procedure? No. What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc surgeon skeletalised the vessel fully before releasing tissue tension and positioning the device with the vessel captured in one bite, but ensuring he was not back filling the jaws. He activated the advanced haemostasis mode and when he heard the transection tone he released the button ¿ at which point the vessel appeared successfully sealed. Where was the advanced hemostasis used? Advanced haemostasis mode was only used to seal the vessels. He sealed both the vein and artery with the ah mode. Where was the min/max button used? Min and max was used during dissection to identify the vascular pedicle and skeletalise the vessel. And then subsequently to mobilise the ascending colon and hepatic flexure. What technique was used with respect to the advanced hemostasis and the min/max button. Surgeon is an advanced harmonic ace users and had been using har36 prior to the harh36 case. He is comfortable and competent using correct technique with all 3 modes. Percentage of time the advanced hemostasis button or the min/max button were used? Max is used for the majority of the case (65%), min for some of the case (35%) and advanced haemostasis mode only for vessel sealing and haemostasis on transverse colon (10%). Did the surgeon recall hearing the second tone when using the advanced hemostasis button? The transection tone was heard on activating the ah mode when sealing the vessels. How was the surgical technique on the vessels that were bleeding? The vessels did not bleed when transected. It was only when significant pressure was put on the vessel seal that the oozing occurred. Additional information from surgeon: the patient was discharged without further issues on day 6 following surgery ¿ the only effects for him have been a much larger incision size (I really hope he doesn¿t develop an incisional hernia) what is the current patient condition? Fine ¿ he went home day 6 post op. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. He was on clopidogrel previously; however, this was stopped 11 days prior to his surgery and would not have caused ongoing bleeding tendency. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 2500ml at first re-look, 2000ml at second relook. What was the patient¿s pre-op hemoglobin and hematocrit? Hb 143, hct0.42. What was the patient¿s post operative hemoglobin and hematocrit hb 80, hct 0.22 (after 8 units blood, ) in summary the patient went to recovery after uneventful lap right hemicolectomy at 1745, due to hypotension and an episode of syncope he went back to theatre at 1930. At re-laparotomy 2500ml blood and clots were evacuated but no significant source of bleeding was identified ¿ at this point bp was 130. This finished at 2100 at 2130 the drains left at laparotomy filled rapidly with blood so second laparotomy was undertaken ¿ 2000ml was found. Initially bleeding source could not be identified. Once his bp reached 180 systolic it became apparent the ileocolic pedicle that had been divided with the harmonic was bleeding. The blood was briskly oozing directly through the intact coagulum on the vessel. The vessel was ligated and the patient had no further issues. I think due to the inherent variability of conduction across vessels ¿ depending on wall thickness, tissue tension, tissue characteristics (due vascular disease/atheroma or collagen content) ¿ the reliability of the harmonic to create a perfect seal cannot be relied upon for major vessels ¿ a clip or stapler is either deployed or not ¿ a seal with a harmonic can remain intact at a wide range of blood pressures but ultimately have a variable quality of seal. This man started to bleed as his blood pressure that had been low/normal intra-operatively (as is common under anaesthesia) started to climb as he awoke in recovery. Therefore no bleeding was seen intra-operatively.